Event description:
It was reported that several episodes of atp sinus-driven rhythms were recorded on merlin.net. Programming changes will be discussed with the physician. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.